Event description:
The following has been reported: customer reported: reported/incident date: (B)(6) 2024 office location: (B)(6) pump serial number: (B)(6) type of alarm: service needed pump infusing? No patient harm? No hard power reset? Yes result of power reset? Continued to alarm service needed. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 3). An active infusion was not stopped. No adverse effects were reported..

Event description:
Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve leak failure for valve 3. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing. Once the pump has successfully passed all necessary functional testing, it will be reviewed for quality release.